Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no twos was observed post pace during implant when using analyzer and none after the leads were connected to device; however, following defibrillation threshold testing (dft), t-wave oversensing (twos) was observed. The lead had been placed on the left ventricular (lv) epicardium, in the post lateral area due to the patient's age ((B)(6)). It was further reported that right ventricular (rv) lead sensing was 14 mv at implant but reduced to 11 mv tip to ring. The twos was successfully eliminated by moving one of the electrodes on the lead to a different position. No patient complications have been reported as a result of this event.